Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patients mother stated that the patient was sliding, and his belt got caught on the transmitter. The transmitter ripped off leaving the sensor wire at the site of insertion. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).